Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the charger/modem was resetting. Upon evaluation, the q1 transistor was internally shorted on the bedside board. The cause of the resets is the shorted transistor. The root cause of the defective components cannot be positively identified. No adverse event resulted from the defective component.

Event description:
A us distributor contacted zoll to report that the charger was displaying that there was a problem.